Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was not able to reach the lay user/patient for follow-up questions on (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:30am. The patient reported blood glucose readings of "78, 148, and 109 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient claimed she manages her diabetes with pills and diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management regimen. The patient claimed she was feeling shaky 2-3 hours after the alleged issue began. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. The patient was not able to perform a quality control solution test since she did not have the control solution available. Replacement products were sent to the patient. It is not known whether the patient associated her symptom as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.